Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The complainant reported that the patient was hospitalized. Per additional information received on 10feb2020, the patient was receiving intermittent catheterization three times a week, ordered on (B)(6) 2017 for elevated post void residual. On (B)(6) 2017 he sought treatment at his doctor¿s office for urinary urgency, incomplete emptying, suprapubic pain and reported the skilled nursing facility (snf) was unable to catheterize him. A 16 french foley was placed and ampicillin 500mg was ordered for treatment. The patient had a scheduled follow up visit on 5/15/2017. A cystoscopy was performed for lower urinary tract symptoms. A bladder neck contracture was present. A 16 french indwelling catheter was replaced due to failed void trial and a transurethral resection of the prostate (turp) was scheduled and completed on (B)(6) 2017 . Post turp, a 22 french indwelling catheter was placed and remained in place for 5 days. No post op complications were noted. On (B)(6) 2017 the patient attended a follow up appointment to evaluate his bph and lower urinary tract symptoms. The doctor ordered clean intermittent catherization (cic) as needed. On (B)(6) 2017 the patient went to the doctor¿s office for inability to catheterize by nursing staff. A cystoscopy and dilation was performed. The cystoscopy showed a severe bladder neck contracture. Bactrim ds 800mg/160mg and intermittent catherization was ordered for treatment. On (B)(6) 2017 the patient was hospitalized for a fever and urinary frequency. A suprapubic catheter was placed for retention. He was discharged on (B)(6) 2017 . On (B)(6) 2017 he sought treatment at his doctor¿s office for inability to catheterize by nursing staff. Cipro was ordered for treatment and a transurethral incision of the prostate was scheduled. At that time, intermittent catherization (cic) was not reordered. A cystoscopy and transurethral incision of the prostate with mitomycin c injection was ordered and performed on (B)(6) 2017 . A 22 french foley was placed post procedure and intermittent catherization (cic) was ordered daily for 2 weeks, and then to decrease to 3 times a week after the foley was removed in the morning. On (B)(6) 2017 he sought treatment at the doctor¿s office with inability to catheterize by snf nursing staff. He received treatment with keflex for a uti. Intermittent catherization (cic) was decreased to 2 times a week.

Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause could be "rough package abrades sterile barrier." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"instructions for use intended use: ¿ the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. ¿ wash your hands thoroughly with soap and water. ¿ release the sterile water from the foil packet. ¿ tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. ¿ peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. ¿ wash the area around the meatus before catheterizing. ¿ wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. ¿ next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. ¿ using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. ¿ try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. ¿ finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: ¿ this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. ¿ urethral catheter for urological use only. Discard after use. Made of silicone elastomer."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The complainant reported that the patient was hospitalized. Per additional information received on (B)(6) 2020, the patient was receiving intermittent catheterization three times a week, ordered on (B)(6) 2017, for elevated post void residual. They were performed by the staff of the patient¿s skilled nursing facility. On (B)(6) 2017, he sought treatment at his doctor¿s office for urinary urgency, incomplete emptying, suprapubic pain and reported the skilled nursing facility (snf) had been unable to catheterize him. A 16 french foley was placed and ampicillin 500mg was ordered for treatment. The patient had a scheduled follow up visit on (B)(6) 2017. A cystoscopy was performed for lower urinary tract symptoms. A bladder neck contracture was present. A 16 french indwelling catheter was replaced due to failed void trial and a transurethral resection of the prostate (turp) was scheduled and completed on (B)(6) 2017. Post turp, a 22 french indwelling catheter was placed and remained in place for 5 days. No post op complications were noted. On (B)(6) 2017, the patient attended a follow up appointment to evaluate his bph and lower urinary tract symptoms. The doctor ordered clean intermittent catheterization (cic) as needed. On (B)(6) 2017, the patient went to the doctor¿s office for inability to catheterize by nursing staff. A cystoscopy and dilation was performed. The cystoscopy showed a severe bladder neck contracture. Bactrim ds 800mg/160mg and intermittent catheterization was ordered for treatment. On (B)(6) 2017, the patient was hospitalized for a fever and urinary frequency. A suprapubic catheter was placed for retention. He was discharged on (B)(6) 2017. On (B)(6) 2017, he sought treatment at his doctor¿s office for inability to catheterize by nursing staff. Cipro was ordered for treatment and a transurethral incision of the prostate was scheduled. At that time, intermittent catheterization (cic) was not reordered. A cystoscopy and transurethral incision of the prostate with mitomycin c injection was ordered and performed on (B)(6) 2017. A 22 french foley was placed post procedure and intermittent catheterization (cic) was ordered daily for 2 weeks, and then to decrease to 3 times a week after the foley was removed in the morning. On (B)(6) 2017 he sought treatment at the doctor¿s office with inability to catheterize by snf nursing staff. He received treatment with keflex for a uti. Intermittent catheterization (cic) was decreased to 2 times a week.